Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the glucose module to resolve the issue. Beckman coulter internal identifier is (B)(4). Not available for module. No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for glucose on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.